Event description:
During a follow-up, episodes of under-sensing and over-sensing were noted on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. Additionally, it was noted the patient experienced a ventricular tachycardia (vt) and high voltage therapy was not provided due to the failure to sense from the dislodgement. It is unknown at this time how the vt was terminated. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the arrythmia was resolved with external defibrillation.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.